Event description:
It was reported that the patient died. During the procedure, a 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. Upon delivering the stent for implantation, the physician encountered resistance and the shaft was broken. The device was pulled manually and the patient was being treated, however; the patient died.